Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the incorrect station's time. A technical support specialist updated the station time to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system was experiencing delays in displaying information for multiple patients at the station, caused by the incorrect device time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the incorrect station's time. A technical support specialist updated the station's time to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was experiencing delays in displaying information for multiple patients at the station, caused by the incorrect device time. There were no adverse events or injuries reported based on this event.